Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4)

Event description:
(B)(6)clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo bifurcated lesion located in the distal left circumflex artery with 95% stenosis and was 13 mm long with a reference vessel diameter of 3.0 mm. Target lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0% timi 3 flow noted. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient expired due to unknown cause of death. It was unknown whether an autopsy was performed or not.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was not expired and was lost to follow-up with the site.